Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air sensor generated an audible false alarm. After the pt had been on pump for approx one minute, the air sensor was turned on. When there was approx 1 liter of fluid in the reservoir, the air sensor alarmed. Since the arterial pump (centrifugal) was configured to stop for an air alarm, the pump stopped and was not able to restart since the air alarm was not able to be cleared. The user employed the hand crank method. During the transition from pump use to hand crank use, the pt was off pump for 3 minutes. The user tried to reset the air sensor module, but no response was received. The user then employed an alternate air sensor and was able to proceed with the case. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.